Event description:
The customer indicates that the unit gave a lead fault during an attempted defib. The customer was unable to defib the pt on the one attempt though they were able to deliver shocks before the error, but not after. The problem could not be duplicated back at the station. The pt did not survive. The customer stated the performance of the defib would not have changed the outcome.

Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.